Event description:
It was reported that the patient felt like her device was 'going on and off.' It was stated that the patient reported having intermittent overstimulation sensations. It was noted that the patient went to the doctor on (B)(6) 2013 and the doctor 'checked everything and it looked fine.' It was stated that the weekend prior to this report, it was 'really bad' and the patient had to go to the emergency room. It was noted that the patient turned her device down to '2.3 and 2.6.' It was stated that the patient 'cannot feel it now but has a little more tremor coming back.' The patient was redirected to their health care provider. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3389s-40, lot# v972376, implanted: (B)(6) 2012, product type lead; product ID 3389s-40, lot# v972376, implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the patient "did not have concerns with her device or therapy." It was also reported that the patient "received assistance from her doctor or manufacturer representative and her concerns were resolved" and that the patient was "still having concerns regarding her device or therapy, but she was working with her doctor." No further information was available at the time of this report. Please see MFR. Report # 3004209178-2013-03552 for information on the patient's other device.